Event description:
It was reported that the user was unable to attach luer connectors to the ilet, despite attempting multiple connectors and cartridges, and temporarily reverted to a backup medtronic pump; replacement luer connectors were arranged and lot numbers were requested. Symptoms included hyperglycemia, with a reported peak glucose of 210 mg/dl lasting about 30 minutes, without ketone testing, medical intervention, or acute health effects. Outcomes included transient elevated glucose without hospitalization or long-term impairment. Investigation included case follow-up by support staff and a plan to obtain lot information to assess the affected luer connectors. Investigation of this case revealed a suspected connection/compatibility issue at the luer interface preventing proper attachment, consistent with a device component issue involving the luer connector and ilet cartridge interface; no alarm activity was reported by the device. It was concluded, based on previously established findings for similar reports, that the cause was likely user-device interface difficulty related to the luer connection, with contributory device component fit or tolerance factors.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.